Event description:
It was reported that an intraocular lens (iol) was implanted in a patient's operative eye. But patient complains of halos and blurred vision during post-op exam. The iol was explanted. Visual acuity (va) preop: 20/40; va post op: 20/20. Incision was enlarged but no sutures needed and no vitrectomy was required. There was no delay in procedure and no medical intervention reported. Patient was doing well after iol exchange. No other information was provided.

Manufacturer narrative:
Section: a6: unknown/ not provided. Asku. Section h3- no: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.